Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected a high out of range shock impedance measurement greater than 125 ohms through the remote monitoring system. No adverse patient effects were reported. This product remains in-service.